Event description:
The customer reported exposed wires on the handheld remote and the unit would not power on. Despite the blue power light being on nothing was shown on the handheld remote. The patient electronic system was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of exposed wires on the handheld remote and unit will not power on was confirmed. One cardiomems patient electronic system was received for evaluation. External visual inspection of the handheld assembly revealed a discrepancy with the i3 handheld cable assembly. The discrepancy came in the form of the square mechanical orientation key of the handheld cable strain relief not seated on the square opening in the handle base of the i3 handheld plastic enclosures. Internal visual inspection of handheld assembly revealed the connector 2 of i3 handheld cable assembly was not connected to friction lock right angle header designated j3 connector on i3 handheld stuffed printed circuit board (pcb). Unit was returned with software version i3.2021.0424-r8990 installed. No software malfunctions or anomalies were observed. Handheld assembly did not activate when unit was initially powered on. Handheld assembly activated and functioned properly after the i3 handheld cable assembly was reconnected to the i3 handheld stuffed pcb. The unit then passed all portions of handheld test step in diagnostic test. The handheld assembly not activating when unit was powered on was determined to be due to i3 handheld cable assembly not being connected to i3 handheld stuffed pcb. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
(B)(6) institute; (B)(6); p: (B)(6); customer: spoke with caller¿s daughter on 6/12/23. Problem: customer reported exposed wires on handheld remote and unit will not power on. Investigation: troubleshooting included blue power light is on yet exposed wires and there is nothing showing on the handheld remote. Resolution: issue was resolved by sending replacement unit. Solution: the cause of the problem was determined to be due to exposed wires on handheld remote. Sending replacement unit. Hello (B)(6), the RMA has been processed for unit (B)(4), RMA # (B)(4). The fedex call tag has been issued for 06/15/2023 pickup, fedex # (B)(6) standard overnight delivery your order has been processed, confirmation # (B)(6) order placed: (B)(4) 1 ea i3, 4g us, rfb, abt (B)(4) 1 ea wifi adapter, 4g shipping to: (B)(6) (B)(6) thank you, sensor model : cm2000, sensor serial number : (B)(6).